Event description:
Two pts in the nicu have developed pressure injuries to their nasal septum/nares. Both of these pts have been on respiratory support using the infant flow system, which includes the ventilator and the infant flow adaptor.